Event description:
Reporter states customer reportedly received results of hi and 158 mg/dl within 10 minutes on the advantage system. No high blood glucose symptoms reported. No quality controls were used. No adverse event reported due to results. Requested return of suspect device and replacement was sent.